Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir migrated out of the inguinal ring, resulting in discomfort for the patient. The physician decided that all components needed to be removed and replaced. A revision surgery took place and all components were replaced with a new ipp. The explanted pump and cylinders were functioning properly. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.